Event description:
The wife of a male pt contacted lifecor customer support to report that her husband was getting "check te pad" messages. Support had the wife download the device. The download revealed only one te placement notification and multiple alarms for fall-off. She stated that he was afraid to be treated, so he pulled the battery out of the device. Support advised the pt to hold the response button to stop treatment. Support sent a pt svc rep (psr) to retrain pt on response button usage, and ensure all equipment was working correctly. The psr exchanged the electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt has been completed. The electrode belt was found to have an open connection in the distribution node. The white wire, which carries the signal from ecga, was open. The entire cable was strained. The distribution node was repaired and the electrode belt was tested. Baseline eval was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. The root cause of this open connection is unk, but is likely due to strain placed on the cable during pt use. No adverse event resulted from the faulty electrode belt. The pt received a replacement electrode belt.